Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received ineffective stimulation from the scs system. The patient states she felt stimulation in her legs, but, her targeted area of pain is the back. Reprograming initially was able to provide the patient with the desired stimulation coverage. However, the issue resurfaced. Consequently, the patient underwent surgical intervention on (B)(6) 2017, wherein an additional lead was implanted. No devices were removed. Effective therapy was regained post-operative and the issue is resolved.